Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they had a tens unit implanted in them (B)(6) 2019. When the bladder/bowel ins was implanted on (B)(6) 2019 their healthcare professional ¿fried¿ their tens unit somehow. The patient said that sometime back in september their healthcare professional went back in and moved the tens unit to the other side of their body and had to string the tens unit lead through their spine. The patient said that this had caused many complications and sharp pains so they caller needs an MRI of their lower back. Patient services asked for clarification on event date of tens unit being fried, but the caller did not answer. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that interstim neurostimulator is and were still working as expected and providing therapeutic relief to the patient. No troubleshooting or diagnostics were performed by the rep or the clinic. The cause was not determined but patient's pain physician implied to the another doctor that the interstim device caused the patients pain device to malfunction (blow out). The provided information has been confirmed with the physician. The reported issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's neurostimulator device blew out their pain device. Informational labeling on the manufacturer's side was noted, the key component to the interaction may be due to the implanted distance from another stimulator. The pain device appears to be a competitor implanted device. The manufacturer of the pain device was not identified during the call. No further patient complications are anticipated or expected as a result of this event.